Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photo and observed that there was a failure in the safety device. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in needle would not retract. This occurred on 3 occasions. The following information was provided by the initial reporter: customer has been facing issue with the catheters with safety device, the needle doesn't retract. Add info received: there was no patient/health professional impact/injury. There was no medical intervention. There was no exposure to blood.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in needle would not retract. This occurred on 3 occasions. The following information was provided by the initial reporter: customer has been facing issue with the catheters with safety device, the needle doesn't retract. Add info received: there was no patient/health professional impact/injury. There was no medical intervention. There was no exposure to blood.